Event description:
It was reported that the user experienced multiple leaking insulin cartridges and had been attaching the connector to the cartridge before inserting it into the ilet, which was explained as a practice that can cause cartridge tears and leaks. The user's blood glucose was at 386 mg/dl. Customer care provided support that included remote troubleshooting. Investigation of this case revealed a probable use-related mechanism for leakage consistent with connector attachment prior to insertion, which can damage the cartridge and compromise drug containment. Symptoms included feeling warm associated with hyperglycemia. Outcomes included provision of troubleshooting education, without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error leading to cartridge damage and leakage.